Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Device was returned to manufacturer and additional information, device returned on 10-jan-2017. The definitive root cause could not be determined and potentially failure to follow instructions caused or contributed to this event.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.